Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. A physician implanted an unknown size taxus express2 drug eluting stent in an unspecified location. Twenty days later, the pt presented at a different facility with a fever and "entire feeling of heat." No skin symptoms were observed, but an attending physician felt that there was a possibility of allergic reaction to the taxus stent. Additional info was requested but was unavailable.

Manufacturer narrative:
Device analysis. The stent remains implanted. The complainant indicated that the delivery device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.